Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no report of patient involvement. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in loss of mechanical ventilation. There was no patient involvement.

Manufacturer narrative:
The initial MDR was filed with the incorrect product and manufacturing site information. An initial MDR 9710602-2025-02596 was filed with the correct information. This supplemental MDR is being filed to report the error in the initial MDR 2112667-2025-05337.